Event description:
Paramedics arrived at scene and found pt with CPR in progress. Pt was attached to lifepak-12 monitor/defibrillator (lp-12) which showed pt's cardiac rhythm was that of fine ventricular fibrillation. The lp-12 was charged to 200 joules but when paramedic pushed 'shock' button, the lp-12 would not deliver the counter-shock. The power was momentarily turned 'off' and then back on in an attempt to reset and restart the machine. The error recurred and pt could not be defibrillated. CPR continued as the pt was transported to the nearest e.d., where they were pronounced dead. Access event history could not be retrieved from the lp-12 after this event.